Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag. The unit returned has the distal tip bent and peeled, as part of overall visual revision. The unit returned match with upn provided by the customer. The device presents: the distal tip bent, and peeled 0.2cm approx. Measurement taken with ruler. All the outer diameter (od) taken were compared and all of them are according specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the radial artery. A pt guide wire was advanced to the lesion however the guide wire broke off and was not completely removed from the patient. No patient complications were reported.

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the radial artery. A pt² guide wire was advanced to the lesion however the guide wire broke off and was not completely removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4).